Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports that the balloon on two foleys has ruptured. One after being in for 2 weeks, and one after one week. This case has been processed for the second occurrence. There is a separate case for the first occurrence.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.